Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated troponin results while using the architect stat troponin-I assay. The customer was validating the architect troponin high sensitive assay and generated a negative result for a specimen which had been positive using the architect stat troponin-I assay. The customer provided the following data: architect stat troponin-I assay: initial 0.678 retest 0.630, 0.755 ug/l, (customer cutoff < 0.333). Architect troponin high sensitive assay: initial 2.9, retest 2.4, 2.1 ng/l the customer indicated the issue was only observed with this specimen. The customer completed dilution testing of the specimen using both assays and stated that after an automatic dilution of 1:9 the troponin-I results switched from positive to negative which may indicate that heterophilic antibody interference was present. The high sense assay remained negative after dilutions. However, the customer stated the do not believe it was a sample handling or integrity issue. The specimen was also sent to another laboratory and was deemed normal (negative) when tested using the beckman and roche methods. The patient had been admitted to the hospital after the positive results but no information was available indicating any adverse impact was incurred due to the elevated results.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, in-house testing, and a review of labeling. Review of ticket trending did not identify an increase in complaint activity related to the complaint issue. However, an increase in complaint activity was identified during the lot search for likely cause 36932un14. Accuracy testing was completed using a retained kit of reagent lot 36932un14. Acceptance criteria was met which indicates acceptable product performance. Additionally, the customer provided the patient specimen which was tested for dilution linearity and did not confirm the presence of interfering substances. The sample was also treated with a heterophilic blocking tube (hbt) treatment and did not show the presence of heterophilic antibodies. Panel testing shows that the likely suspect lot is performing per specification. Labeling was reviewed and found to be adequate. Based on the available information a product deficiency of the architect stat troponin-I reagent list number 02k41, lot number 36932un14, was not identified.